Event description:
It was reported that this right ventricular (rv) lead exhibited low r-wave amplitudes along with high pacing thresholds. Technical services (ts) analyzed lead data and found that the thresholds had been variable since implant reaching up to 6.6 millivolts. It was also found that the shock lead impedance measurements had been variable ranging from 60 to 80 ohms. It was noted that a chest x-ray was performed but the analysis was not provided to ts. It was determined that this lead had dislodged so a revision procedure was completed where this lead was repositioned to its original placement. No additional adverse patient effects were reported. Currently, this lead remains in service.